Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: generalized illness, breast mass. H6 health effect - clinical code e2402: generalized illness . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing breast implant illness, left breast swelling/pain, hair loss, skin rash, numbness in all extremities, muscle pain, skeletal pain, headaches, and a right breast lump. During a consultation with a medical professional, she was diagnosed with baker grade IV capsular contracture of the left breast. The health professional also noted the lump may be due to a ruptured implant. Ultrasound imaging was also conducted, which did not indicate any areas of concern. As a result, the patient underwent bilateral removal without replacements on (B)(6), 2023. Upon removal of the devices, both implants were reportedly intact. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-10784 for the contralateral event.

Manufacturer narrative:
On september 15, 2023, mentor re-evaluated the file and determined that the health effect - clinical code breast mass should not have been added as generalized illness had already been included. Breast mass coding is no longer applicable. Manufacturer¿s reference number: (B)(4) in the initial, code breast mass (e1403) should not have been added in h6 health effect - clinical code as generalized illness had already been included.